Event description:
It was reported that "the unit has to be rebooted after extended use so there is no coag on the field."

Manufacturer narrative:
This MDR is being filed following a review of past complaints. It was reported that "the unit has to be rebooted after extended sue so there is no coag on the field." The generator was returned to the manufacturer for evaluation. The unit operated as designed and the reported event could not be confirmed.